Event description:
It was reported the insulin pump alarmed motor error during basal. Customer's mother stated it was high but did not give any numerical value. Customer had to revert to back up plan. Customer's mother does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI but customer did fly and might have gone through the scanner. Customer's mother was advised to disconnect the device from the customer. Customer does not use the sensor feature. Customer was able to complete the rewind process. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.